Manufacturer narrative:
4247: this complaint was not escalated to root cause analysis.

Event description:
Mating interaction failure was reported during patient use; the male implant backed out of the female implant. The implants were removed. The patient is said to be doing fine.